Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a post-meal hyperglycemia with a reported value of 216 mg/dl followed by hypoglycemia with a reported value of 52 mg/dl while using the ilet system with a libre 3+ sensor and a teflon inset infusion set in the abdomen, after forgetting a lunch meal announcement and then applying correction doses as glucose was rising. No adverse clinical symptoms associated with hypoglycemia, and hyperglycemia which were treated with oral carbohydrates. Outcomes included transient hypoglycemia that resolved, with glucose without hospitalization. Investigation included customer care troubleshooting and education regarding timely meal announcements and appropriate hypoglycemia treatment using oral glucose. Investigation of this case revealed user error related to a missed meal announcement and reactive corrections during a rapid rise, leading to an overcorrection and subsequent low; no device performance issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related, specifically a missed meal announcement and timing of corrections.